Event description:
The customer reported that imprecise total human chorionic gonadotropin (tbhcg) results were generated from a unicel dxl800 access immunoassay system for two patients on (B)(6) 2011. The initial results were repeated on the same instrument. Repeat results were different than initial results and collectively were outside of the precision claims of the assay. The imprecise results were release outside of the laboratory however all results were less than the customer¿s tbhcg cutoff of 5miu/ml and were interpreted as negative. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient specific information, system information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event.